Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while trying to deliver a bolus. Customer's blood glucose was 279 mg/dl at the time of reporting the incident. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.